Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/2.0 mm failed to maintain pressure. The patient was asymptomatic during this event. The physician used a 4f cook introducer sheath for vascular access, a 7f cordis brite tip jl guide catheter and a .014 choice pt guidewire to cross the lesion. The lesion being treated was a calcified, 95% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician first used a rotablator device on the lesion, but withdrew it after meeting resistance. The maverick2 monorail balloon was then advanced to pre-dilate the lesion for placement of a stent, but it could not be inflated above 8 atms. The maverick2 monorail balloon was removed from the patient. It was determined that the patient would need coronary artery bypass surgery at a later date to treat the lad lesion. No patient injuries or complications were reported.